Event description:
Implant date was on (B)(6) 2014 and implant failed at time of recovery. Bone quality type was ii.

Manufacturer narrative:
The reported event has been determined to be an early implant failure. Early implant losses suggests that the source of the problem is likely to stem from procedural errors and lack of osseointegration. The loss of integration or the non-integration of endosseous dental implants is a known inherent risk of the procedure.